Event description:
A maquet cardiovascular product trainer reported that, in 10 separate cases, the toggle switch on the hemopro 2 device was getting stuck in the on position and had to be forced to the neutral position. On two of those cases, the trainer was the operator of the device. On all cases, procedures were completed using the same device. No pt effects were reported. The products will reportedly not be returned to maquet cardiovascular as they were discarded. Refer to 2242352-2011-01789, 01790, 01791, 01792, 01793, 01794, 01795, 01796, and 01797.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. (B)(4).